Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during rewind due to motor encoder signal out of phase. Unable to verify alarm in the alarm history due to history file overwritten. The insulin pump received with cracked reservoir tube lip, minor scratches on lcd window, and scratched reservoir tube window.

Event description:
It was reported that the customer was trying to enter a bolus but could not do, so because settings, bosals and bolus wiarzd setting had been wiped out on the insulin pump. The customer blood glucose level was unknown mg/dl. The customer stated that she put that insulin pump near magnetic clip. The customer was advised to discontinued the use of the insulin pump and revert to backup plan. The customer was advised that the insulin pump will be replaced. No further information was reported.